Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: suggested component code- mechanical (g04) ¿ drill a visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking on the drill surface. Further inspection showed that the drill has fractured near where the drill body meets the fluted portion of the drill tip. The fractured drill tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the drill tip to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using a drill for screw insertion when the tip of the drill fractured off. The fractured tip remains in the patient. The surgery was completed with the use of another drill.